Event description:
This pt, with a history of chemotherapy treatments for cancer, recently complained of pain at port site. An x-ray in 2001 revealed a leak at the level of the left subclavian vein, with extravasation into the left paratracheal region. Subsequently, the pt was taken to surgery for removal of the malfunctioning port and inserted of a new one. The pt tolerated the procedure well and was discharged the same day in stable condition.